Manufacturer narrative:
The device involved in this event will not be returned as it was consumed.

Event description:
The pt was treated for a wide neck aneurysm with onyx. Post op, it was reported the pt developed left hemiparesis (improving). The patient was discharged to a rehab facility in 2007 and is reported to be alert and follows commands in all extremities.